Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that faulty control board. A field service engineer, replaced drawer control board 1 and 2 also have been reconfigured to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medbank system drawer fails to open during the narcotics countback. The customer stated that the malfunction resulted in a delay in obtaining medications for a patient. There were no adverse events or injuries reported based on this incident.